Event description:
It was reported that the patient presented to the emergency room due to a pre syncopal event with the heart rate in the mid thirties with occasional asystole. The device was interrogated which revealed the lead was suspected to be fractured and oversensing of noise was present during lead testing exercises. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2003-(B)(6). (B)(4).